Event description:
It was reported that during a post operative check the patient complained of "abdominal twitch" that was determined to be diaphragmatic stimulation from their right ventricular (rv) lead starting approximately ten minutes post implant. The right ventricular (rv) lead had a threshold increase and a drop in impedance. Perforation was suspected but could not be confirmed during a cardiac ultrasound. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.